Event description:
It was reported by the customer that a pyxis medstation es system had a bio ID needs maintenance. Customer reported that there was a delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the bio ID failed. A field service engineer disabled the power management for the usb hub and reseated the usb cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.